Manufacturer narrative:
(B)(4). Date of event: unknown, an exact date was not provided, but the best estimate is between (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 29.5 diopter intraocular lens (iol) was implanted into the left eye (os)of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to incorrect lens power for the patient. There was no incision enlargement, vitrectomy, or capsule tear. The lens was replaced with the same model, but a different, smaller diopter of 27.0. Reportedly, there was no patient injury and the patient is doing well post-operatively. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/02/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed. The returned lens was cut in half most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.